Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Healthcare professional additional reported capsular contracture baker grade ii/iii. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii. Device evaluation: analysis of the returned device identified: crease flat, yellow particles in the shell and opening on patch. Leak test and microscopic analysis was performed which identified: striated opening on patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.